Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to oversensed noise. At the time of the shock, the sensing vector was programmed to primary at 2x gain. System testing was performed in clinic and noise was reproduced in primary similar to the noise present during the shock episode. Noise was also able to be produced in secondary and alternate vectors. Therapy was programmed off and x-rays were performed, however it was unable to be determined if the electrode had a fracture. The device and electrode were subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to oversensed noise. At the time of the shock, the sensing vector was programmed to primary at 2x gain. System testing was performed in clinic and noise was reproduced in primary similar to the noise present during the shock episode. Noise was also able to be produced in secondary and alternate vectors. Therapy was programmed off and x-rays were performed, however it was unable to be determined if the electrode had a fracture. The device and electrode were subsequently explanted and replaced. No additional adverse patient effects were reported.